Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol returned positioned incorrectly in the iol case, with one segment adhered to the lens case lid. Solution is dried on the iol. One haptic is broken/torn and is returned, the broken haptic is adhered to the other haptic with solution. The optic is torn/split-cut dividing the optic in two with approximately 20% of the optic missing. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A video was provided. The lens was removed from the case with forceps. The lens was then partially inserted in the loading area of a company cartridge. There appeared to be viscoelastic at the loading area. There was difficulty properly placing the trailing haptic. It was repositioned several times. The lens was advanced to the nozzle entry area. The cartridge was loaded into a company handpiece. The lens was advanced to end of the cartridge tip with no dwell. The plunger was visible advanced over the top of the optic. The trailing haptic was positioned on top of the plunger. The video shifts abruptly and the focus was magnified. The tip of the cartridge was inserted into the incision with difficulty. As the lens was advanced, the plunger continued to override the optic. The trailing haptic was broken by the plunger due to the override. The optic was also cracked from the plunger override. The video ends. The root cause for the broken haptic was related to a plunger override. The root cause for the plunger override may be related to a failure to follow the instructions for use (IFU). It is unknown if a qualified viscoelastic was used. Based on review of the provided video there was difficulty properly placing the trailing haptic. The trailing haptic was repositioned several times. The lens was advanced to the nozzle entry area. The cartridge was loaded into a company IV handpiece. The lens was advanced to end of the cartridge tip with no dwell. The plunger was visible advanced over the top of the optic. The trailing haptic was positioned on top of the plunger. As the lens was advanced, the plunger continued to override the optic. The trailing haptic was broken by the plunger due to the override. The optic was also cracked from the plunger override. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: 2025-70944

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens implant (iol) procedure the lens haptic broken after implantation in to the patients eye. The iol had been replaced with the another lens. Additional information has been requested. Additional information has been received and stated that, the patient experienced severe corneal edema and posterior corneal rent. The broken lens was removed with great difficult during the same surgery.